Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There are no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional following the intraocular lens implant procedure, the patient had experienced poor neuroadaptation from flare and halos from iol. The iol was exchanged with another iol. Additional information has been requested.